Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was initially implanted with non-absorbable loop sutures. Due to the patient's strong constitution, this did not hold and tore out approximately one-month post-implantation. Approximately nine months later, the patient was implanted with the zb plate. Subsequently, the patient's bone and implant fractured. It cannot be confirmed, but the surgeon stated the fracture could be due to the bone not being healed properly. The patient experienced recurring pain due to the event. The patient underwent a revision approximately eighteen months post-implantation and all products were removed and replaced with a plate of the same length. Due diligence is in progress for this complaint; to date no additional information or product has been received.